Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed by a zoll canada field service technician during an onsite visit. However, without receipt of the device, root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.